Event description:
This might not be the correct dept. To which to write, so I would appreciate you forwarding this if necessary. We have found that medline nebulizer kits hcs4485 are not sealed properly, and thus open to the world are the parts of the nebulizer--including the chamber into which is placed medication which is breathed into the lungs. These kits are used at nursing homes, including one at which my mother resides. They are not clean, in as much as the seal does not extend all the way across the top and, so they are open, as noted above. Not only microorganisms, but insects and dust could also contaminate them. The company says to send them back, but the nursing home is resisting and, in any case, I doubt that many health care professionals at other homes and possibly hospitals have noticed the improper packaging. I wonder if anything can be done to encourage a recall.